Manufacturer narrative:
Result: faulty fowler motor clutch.

Event description:
It was reported by service report that the fowler drifts down with weight. No pt involvement or adverse consequences were reported.